Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 55 (mg/dl). Customer consumed candy to treat bg level. Troubleshooting with tandem technical support indicated pump was performing as intended.